Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Seroma: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Patient representative reported patient experienced discomfort, pain, fatigue, and swelling in the left breast. Patient underwent a revision and pathology was negative for malignancy at the time. Patient had ongoing discomfort and fluid recurrence so underwent a second revision. A biopsy of the surrounding tissue showed fat necrosis. Patient continued to suffer from thickening, subcutaneous edema, an ill-defined fluid collection, and cystic collection. Patient was thereafter diagnosed with bia-alcl on (B)(6) 2016. Twenty-one days later patient began chop chemotherapy. Two cycles showed decreased metabolic activity and size of the left breast masses. After 3 additional cycles the lobulated mass of the left breast had not changed in size. Patient underwent left mastectomy and implant removal. A sentinel lymph node biopsy returned positive for cd30+ large cell lymphoma. Soon after explantation patient developed left axillary lymphadenopathy. Patient then began brentuximab monotherapy. Patient was admitted to the hospital to undergo chemotherapy with beam followed by autologous stem cell recue, however patient's post transplant course was complicated by significant abdominal pain and suspected typhlitis, as well as febrile neutropenia and transaminitis. Patient additionally had increasing cognitive dysfunction and was discharged to a rehabilitation facility for two weeks. Patient "has suffered and will continue to suffer severe physical injuries, severe emotional distress, mental anguish, economic loss, and other injuries [¿]¿. As pathological markers confirming lymphoma alcl have not been received, the event will be captured as lymphoma. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported patient experienced discomfort, pain, fatigue, and swelling in the left breast. Patient underwent a revision and pathology was negative for malignancy at the time. Patient had ongoing discomfort and fluid recurrence so underwent a second revision. A biopsy of the surrounding tissue showed fat necrosis. Patient continued to suffer from thickening, subcutaneous edema, an ill-defined fluid collection, and cystic collection. Patient was thereafter diagnosed with bia-alcl on (B)(6) 2016. Twenty-one days later patient began chop chemotherapy. Two cycles showed decreased metabolic activity and size of the left breast masses. After 3 additional cycles the lobulated mass of the left breast had not changed in size. Patient underwent left mastectomy and implant removal. A sentinel lymph node biopsy returned positive for cd30+ large cell lymphoma. Soon after explantation patient developed left axillary lymphadenopathy. Patient then began brentuximab monotherapy. Patient was admitted to the hospital to undergo chemotherapy with beam followed by autologous stem cell rescue, however patient's post transplant course was complicated by significant abdominal pain and suspected typhlitis, as well as febrile neutropenia and transaminitis. Patient additionally had increasing cognitive dysfunction and was discharged to a rehabilitation facility for two weeks. Patient "has suffered and will continue to suffer severe physical injuries, severe emotional distress, mental anguish, economic loss, and other injuries [¿]¿. As pathological markers confirming lymphoma alcl have not been received, the event will be captured as lymphoma. This record is for the left side.